Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and defib stress testing using the returned multifunction cable without duplicating the report. Visual inspection did find minor damage to the multifunction cable and defib connector. The defib receptacle and multifunction cable were replaced as a precaution. Review of the device log does show evidence of the reported problem; however, the log shows that the problem was resolved when the multifunction cable was reconnected. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.